Event description:
It was reported that pump battery did not appear to charge, dropping from 60% to 25% after being connected to charging supplies, and a power source alert was noted in pump history, although no low power or shutdown alarms occurred. There was no reported impact to the customer¿s blood glucose level. While on the phone with technical support, battery level returned to 100%, pump began charging normally without changing charging supplies, and no further assistance was required.